Manufacturer narrative:
The referenced report of elevated ldh is covered under medwatch MFR report #2916596-2018-00365. (B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had outflow graft stenting for outflow graft narrowing on (B)(6) 2017. Lactate dehydrogenase (ldh) was elevated above baseline prior to stenting and has not come down. Additional information was requested, but was not provided.

Manufacturer narrative:
The patient remains ongoing on lvas support. No additional information was provided. A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.